Event description:
It was reported by the surgeon that he received a call from the patient's general practitioner and that the mandibular plate fractured. The patient has to undergo a revision surgery.

Manufacturer narrative:
The reported event (postoperative plate fracture) could be confirmed. The macroscopic and microscopic investigations show that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The partially strong plastic deformations with material bulging next to the breakage areas also pointed to too high forces which acted on the plate during the application. The investigation with sem shows on the fractured surface the appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure was most likely one or repeated powerful dynamically overload of the fracture area of the plate. Too high forces acted on the implant potentially resulting from: implants get exposed to high forces during implant active period. Patient incompliance. Insufficient bone quality/quantity. An x-ray and CT-scans were provided. All given information were forwarded to the stryker health care professional and following was provided: the conclusion was that the plate was fixed appropriately. Plate breakage after such a reconstruction occurs in approx. 3% of cases. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
It was reported by the surgeon that he received a call from the patient's general practitioner and that the mandibular plate fractured. The patient has to undergo a revision surgery.

Manufacturer narrative:
Investigation is anticipated, but cannot start until the device is returned.